Event description:
Rn went to disconnect patient's IV tubing to administer a IV push medication. When disconnecting the patient's IV tubing, it was apparent the bevel (connecting piece) between the patient's IV tubing and IV was coming apart. This was the tubing that had normal saline tko [to keep open], not the tubing that had morphine infusing. The charge rn who was cosigning the morphine rate increase, grabbed new tubing. No harm was done to the patient, and no morphine was found to be infusing around the patient's IV tubing. All medication was infusing through the IV tubing as it should, but the IV tubing would not allow to be reconnected d/t [due to] the connecting piece falling apart.